Event description:
After blood sampling while trying to recover used needle, user did not hear clearly a "click" and thought the holder was not locked properly. She was holding the vac holder with two hands. As she tried to insist in order to hear that "click" the holder separated in two parts and did not recover the needle any more. User scratched her arm with the bare used needle.

Manufacturer narrative:
Evaluation summary report: fourteen customer samples were reurned to co for evaluation. Functional testing for the separation force of the samples, including the incident sample, did not yield any defects. A review of the manufacturing device history records revealed no assignalbe cause for this incident. Functional testing of the customer samples, including the incident sample, were found to be within the approved specifications for holder and sleeve separation. A minimum of 20.0 lbs. Is required to completely separate the inner sleeve from the outer sleeve. Comments: baseline testing was done on the technician, but no medical treatment was given it is unknown whether the pt's blood was infectious at this time.